Event description:
A report was received indicating that a customer experienced lab work showing positive ketones and brown urine, leading to hospital admission for further investigation. There was no adverse impact to the customer's blood glucose level. Despite feeling unwell and having high ketone levels, there were no concerns about the pump's functionality, and the customer remained on the pump with more than 80% time in range. The customer declined further follow-up, and no additional information was obtained.